Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging films available to perform any evaluation. Hence, conclusion cannot be drawn.

Event description:
It was reported that an artificial cervical disc was implanted in the patient. Post-op, patient's x-rays showed anterior bridging bone at c5-c6 level, which was the level of the artificial disc. Some lateral movement was present. No treatment was provided. On (B)(6) 2015: at the 120-month evaluation, cervical spine x-rays showed ossification of the anterior and posterior margin of the disc space at c5-c6. Their is fragment of device that remains in patient. Patient outcome was reported as pending.